Event description:
On (B)(6) 2017, a patient received a perceval valve. On (B)(6) 2021, the device was explanted due to degeneration of the perceval valve was noted. Calcifications on the base of the leaflets were identified and the leaflets are reportedly grown together with extensive tissue/calcium, resulting in aortic insufficiency and stenosis.

Manufacturer narrative:
(Date of implant is unknown, but given that the patient was discharged in (B)(6) 2021, the date of implant has been indicated as (B)(6) 2021 as placeholder). Corrected device code in h6. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The device returned to the manufacturer on 22 sep 2021. Further investigation is ongoing and a follow up report will be provided at the end of the investigation.

Event description:
In 2017, a patient received a perceval valve model pvs25. At discharge in (B)(6) 2017 the peak gradient was 51 mmhg, the mean gradient was 27 mmhg partially due to slightly elevated lvot flow 1.4 m/sec. Overtime, the gradient increased to a mean of 51.2 mmhg and peak of 92 mmhg in (B)(6) 2021. On (B)(6) 2021, the device was explanted due to degeneration of the perceval valve. Calcifications on the base of the leaflets were identified and the leaflets are reportedly grown together with extensive tissue/calcium, resulting in aortic insufficiency and stenosis. The explanted perceval valve was replaced with a 23 edwards perimount magna ease. The patient had a good outcome after the re-intervention and was discharged in good shape. On pre-op tte, the lvot was measured 2.2 cm. The past clinical history of the patient includes scheurmann disease, bronchitis, eczema, aortic valve stenosis. Based on the medical judgment received, a possible root cause of this early degeneration is probably due to oversizing leading to less opening of leaflets and so stiffining and in time calcification of the leaflets.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The returned prosthesis was received with traces of pannus and apparent evidence of calcification on the leaflets. The leaflets appear stiff and deformed during preliminary inspection. Examination of the returned valve revealed a deformed prosthesis due to intrinsic and vegetating calcifications on both sides of all leaflets. There was pannus overgrowth on the inflow skirt of the valve. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 3-6 mm into the lumen, narrowing the annulus, and contributes to stenosis. The pericardium of the leaflets was thicker than normal due to calcification. Pericardial delaminations were detected in the leaflets. Some calcified thrombus depositions were visible on almost all inflow surfaces. The top of post 2 was covered by fibrous pannus that grew on the free edges of both leaflets and also so contributes to stenosis. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. All leaflets were almost stiff because of intrinsic and vegetating calcifications. Scars and/or mesothelial delaminations were visible where intrinsic calcifications became extrinsic. The free edge of the leaflets was slightly outflow bent near the posts due to fibrous pannus and so caused a low degree of insufficiency. Yellowish areas due to calcifications were detected on both sides of all leaflets. X-rays of the subject valve showed large intrinsic calcifications in all leaflets. The histological examination confirmed the presence of intrinsic and vegetating calcifications. Cholesterol clefts were also detected. Red blood cells and macrophages were present inside the large thrombus deposition that was present on the mesothelial surface of the sample leaflet. Bacteria were not detected with the gram stain. This perceval s valve was explanted after 4 years due to a reported prosthetic steno-insufficiency. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. In addition, some morphological aspects observed on the free margin of the leaflet can be considered consistent with a configuration of the leaflets following an oversizing. Given this finding and the medical judgment received (''probably oversizing leading to less opening of leaflets and so stiffening and in time calcification of the leaflets''), the possible root cause for the reported event can be traced to a device oversizing. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.